Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. No harm requiring medical intervention was reported. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self-test and pump error alarm again, displacement test was passed. The device will be returned for analysis.